Manufacturer narrative:
From the analyses conducted during this investigation, it was concluded that the (B)(4) nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the nail was unable to bear the imposed patient loading. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to: application of tensile or torsional loads in excess of the material's strength, non-union or mal-union of the bone, excessive patient activity levels prior to full bone union, and/or poor bone quality. No materials or manufacturing deviations were found in this investigation.

Event description:
It was reported that the nail fractured approximately 6 months after implantation. A revision surgery was required to correct.